Manufacturer narrative:
The customer found that the probe wipe was defective. The customer replaced the probe wipe, which repaired the leak. The repairs were verified by the customer. (B)(4).

Event description:
The customer reported a leak from the probe wipe of the coulter act diff 2 analyzer. The volume of the leak was about a drop and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.